Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), feeling abnormal ("brain fog"), disturbance in attention ("not able to concentrate"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("other injury(ies) or complication please describe: fluttering in stomach") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain, migraine, headache, nausea, dysmenorrhoea, fatigue, feeling abnormal and alopecia had resolved and the abdominal discomfort, disturbance in attention, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, back pain, disturbance in attention, dysmenorrhoea, fatigue, feeling abnormal, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: 2 coils on the left and 2 coils on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), feeling abnormal ("brain fog"), disturbance in attention ("not able to concentrate"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("other injury(ies) or complication please describe: fluttering in stomach") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, headache, nausea, dysmenorrhoea, fatigue, feeling abnormal and alopecia had resolved and the abdominal discomfort, disturbance in attention, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, back pain, disturbance in attention, dysmenorrhoea, fatigue, feeling abnormal, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: 2 coils on the left and 2 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs received lot number was added. Events " migraines, headaches,nausea, dysmenorrhea (cramping), pain, fatigue, other injury(ies) or complication please describe: fluttering in stomach, brain fog- not able to concentrate, hair loss, lower abdominal pain" were added. Concomitant drug and medical history were added. Reporter, patients and product information were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.